Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: needle poked through the plastic angiocath. Have had 3 reports of this happening in this department. Customer response: kindly provide the date of event. June 6 any adverse event or serious injury reported to patient or healthcare professional? None reported, as nurse recognized problem at the time insertion. Potential for severe safety event if part of plastic was sheared completely off and remained in patient.

Event description:
Three events were reported. Were all events associated with post-use detection? 1 detected pre-insertion. Are individual event dates available for each of the reported occurrences? No. Are individual patient identifiers available for each of the reported occurrences? No.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs displaying the 20g insyte autoguard. The device contained evidence of clinical use including red residual material within the catheter adaptor and catheter tubing. The needle was inlaid within the catheter and the catheter hub was located on the safety shield grip. The needle tip was seen protruding through the side of the catheter tubing. The catheter was bent where the needle exited out of the tubing. This type of damage results when the needle perforates the catheter wall. Your reported issue was confirmed. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.